Event description:
A hospital in (B)(6) reported via a distributor that the port caps kept coming off from an rt040m hospital full face non-vented mask. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt040m mask is not expected to be returned to fisher & paykel healthcare (B)(4) as it is not available. Our investigation is based on our knowledge of the product and the information provided by the customer. Results: it was reported that the port caps kept coming off from the rt040m mask while in use. A lot check was not performed as no lot number was provided. Conclusion: it is possible that the patients were pulling the caps off from the mask and the ports were lost if they were completely detached. Without the complaint device, we are unable to determine if the port caps or ports were out of specifications or damaged.